Event description:
Cannula tubing burst.

Manufacturer narrative:
High flow oxygen therapy interrupted, potential for hypoxia. Based on the reported information the criteria for reporting an adverse event have been met.

Manufacturer narrative:
High flow oxygen therapy interrupted, potential for hypoxia. Based on the reported information the criteria for reporting an adverse event have been met complaint history reviewed. There are no other complaints of bursting cannula, issue is not trending. Product initially requested, and then requested again 3/3/2022, rm214036 and shipping label created. No returned product as of 3/28/2022. Without lot# or product, complaint investigation cannot continue. Complaint will be reopened if product is returned or new information given. Risk(RMA-20017a): r98: low oxygen delivery due s=8, o=1, rpn = 8. Rpn < 25 therefore risk is acceptable.

Event description:
Cannula tubing burst.